Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 160 mg/dl at the time of the incident. The customer indicated that the transfer guard was not properly in place. Customer also stated the plunger was not working. The customer was unable to complete troubleshooting as it was a past event. The customer will return the reservoir will be returned for analysis.